Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that on (B)(6) 2016, the complaint catheter was placed in the patient by subclavian vein approach. (The device was placed in another hospital). On (B)(6) 2016, it was confirmed that there was leakage of blood/ medical agent from the base of manifold. The area of leaking was sterilized with isodine and covered with tegaderm to keep clean. On (B)(6) 2016: the catheter was removed from the patient's body and was not replaced as it was not longer needed. Although requested, no information was provided regarding the outcome of the patient.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the specifications, trends and visual inspection of the returned device was conducted during the investigation. One (1) returned double lumen tpn catheter set was received for evaluation. Ten (10) cm of the catheter remained. A clear plastic cap was returned with the device attached to the hub with clear tape around the base of the manifold. A clamp had been used that was not part of the original set. The clamp and tape were removed to confirm the leakage from the device. A hole was identified adjacent to the manifold. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known, accordingly, a review of the device manufacturing records could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, there is no indication that a design or process related failure mode contributed to this event. A definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Information was provided that on (B)(6) 2016, the complaint catheter was placed in the patient by subclavian vein approach. (The device was placed in another hospital). On (B)(6) 2016, it was confirmed that there was leakage of blood/ medical agent from the base of manifold. The area of leaking was sterilized with isodine and covered with tegaderm to keep clean. On (B)(6) 2016: the catheter was removed from the patient's body and was not replaced as it was not longer needed. Although requested, no information was provided regarding the outcome of the patient.